Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event. The customer provided two photos of the involved pad. The pad was unable to be returned for evaluation to philips as the customer discarded the pad.

Event description:
It was reported to philips that the users were unable to peel off the back of a philips multifunction electrode pad causing a delay attaching a patient to the monitor who needed shock for life-threatening emergency cardiopulmonary arrest treatment. The device was reported to be in use on a patient, causing a delay in therapy/treatment and will be considered a serious injury. Another pad was used to treat the patient and the patient fully recovered. The customer provided two photos of the involved pad. The pad was unable to be returned for evaluation to philips as it had been discarded. A philips product support engineer and a philips development engineer evaluated the photos of the pad. It appeared the pad had been peeled away from the liner's glossy side and incorrectly reapplied to the non-glossy side of the liner. This was evidenced by the notch being on the incorrect side of the paper. Incorrect re-application could cause the pad to not peel off when needed for patient use. The manufacturer of the pads was contacted and consulted regarding the manufacturing and inspection procedures (including 100% visual inspection and a check whether the pads can be peeled from the liner); based on this assessment, we determined that it is highly unlikely that this was a manufacturing defect. The heartstart xl defibrillator remains with the customer. The involved pad was discarded.

Manufacturer narrative:
A follow up report will be submitted after philips obtains more information concerning this event. Patient information has been requested.

Event description:
It was reported to philips that the users were unable to peel off the back of a philips multifunction electrode pad causing a delay attaching a patient to the monitor who needed shock for life-threatening emergency treatment. The device was reported to be in use on a patient, causing a delay in therapy/treatment and will be considered a serious injury. However, no direct adverse event to the patient or user was reported. Additional details have been requested.